Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the night prior his blood glucose was 380 mg/dl and he treated with 12.75 units with the insulin pump and in the morning he woke up with blood glucose of 409 mg/dl and wasn't sure if the issue was site relate or the insulin pump. He treated with a manual bolus. Troubleshooting was partially done as customer declined to check for air bubble, leaks, and setting on the device. Customer removed the cannula and it wasn't bent. Customer is not returning the device for analysis.